Event description:
Epidural pca's used at institution, with the cadd prizm pump, are quite commonly inaccurate. There are dozens of "discrepancy" reports monthly with an average of 10% error rate. The pump indicates "0" left in cassette, while there are still 8-10 ml remaining. This doesn't occur with IV pca. Possibly back pressure with epidural. Multiple pumps available, problem has been ongoing for several months.